Event description:
Rv lead warning on (B)(6) 2022, less than 300 ohms which correlates with 290 vhr episodes starting around the same time. A device paces in the v nearly 98%. Local rep notified. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).